Manufacturer narrative:
The serial number provided does not match the suspect device. This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4), customer wanted to know what was the cause of this error. I explain to the customer that this error is cause by the 8100 software version is not compatible with the software flashed into the pc unit. I explain to the customer that he needed to re flashed the 8100.